Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted december 20, 2017. Upon further investigation of this reported event, the following information is new and/or changed: (date received by manufacturer), (indication that this is a follow-up report), (follow-up due to additional and corrected information and evaluation), (indicates device evaluated), (identification of evaluation codes). The sample was sent back to the supplier for further evaluation. The manufacturer was able to confirm that the valve had undergone 100% inspection for leaks at the time it was manufactured and passed. The returned valve was functionally tested and based on test results, the valve functioned as intended. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun. A sample was received and sample photographs were evaluated for pre and post decontamination. Visual inspection did not show any abnormalities. There were no observed cracks,chips, or deformation noted on the red valve cap. The cap appeared to be assembled correctly on the valve. Additionally the exterior body of the valve displayed no signs of damage. Additionally a duckbill was noted as being present within the valve and facing the proper flow direction as indicated on the valve. The coc was reviewed and there were no issues. There was nothing noted in the edhr review as well. The sample has been sent to the supplier for further analysis. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The customer reported that the vent relief valve (vrv), a one way valve, leaked during a pediatric cardiopulmary bypass surgery. This resulted to a 5cc blood loss. The product was not changed out and the surgery was completed successfully.